Event description:
The facility reported a colleague infusion pump with the reported condition of alarming failure 810:11 on channel b. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 on channel b was confirmed by baxter personnel during product evaluation. The root cause was assigned to debris in the channel. A small piece of dirt that was found inside the tubing slot of the channel b pumphead was removed to correct this condition. Testing and calibration were also performed. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.